Manufacturer narrative:
Manufactures investigation conclusion: the reported event of the system controller operating in the backup mode could not be confirmed. However, the evaluation confirmed the system controller operated with a yellow wrench advisory, low flow hazard, and low voltage hazard alarms active. The system controller was connected to laboratory equipment and the system operated at 9,000 rpm with the alarms. The flow gauge indicated there was 3.4 lpm of flow. Disconnection of both power cables resulted in a complete loss of power and the system stopping. The evaluation determined a fluid ingress issue that resulted in corrosion damage on the main circuit board of both the system controller and 11v backup battery. The corrosion damage was extensive and would have resulted in the alarms. The data retrieved from the system controller captured events consistent with the evaluation. Heartmate ii lvas IFU, heartmate ii patient handbook describes all alarms (visual and audible) and what action should be performed when they do occur. They also contain important cautions and information on general equipment care, storage, and management. Heartmate ii lvas IFU, heartmate ii patient handbook, both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device was returned for investigation. The evaluation is not yet complete. The manufacturer has not completed their investigation on this incident. A supplemental report will be submitted upon investigation completion.

Event description:
It was reported that the patient¿s controller switched to operating in backup mode. The patient exchanged the controller to resolve the issue. A partial initial investigation revealed: disconnection of both power cables resulted in a complete loss of power and the system stopping. The evaluation determined a fluid ingress issue that resulted in corrosion damage on the main circuit board of both the system controller and 11v backup battery. The corrosion damage was extensive and would have resulted in the alarms. No additional information was provided.